Manufacturer narrative:
Operator of device: associates and one physician. Implanted date: device was not implanted. Explanted date: device was not explanted. Based from the results of our investigation, the root cause of the complaint could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. No retention samples were checked since complaint lot is unknown. Representative samples were subjected to simulation wherein the safety sheath was successfully activated in a quick and firm motion without difficulty or any irregularity such as bent cannula that might lead to the complaint. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Only samples passed are allowed to be shipped. This report is for the second event reported (possible needlestick), for the first reported event reported see MDR 3003902955-2020-00047. (B)(4).

Event description:
The user facility reported the needles were flimsy, they bend, and do not lock in place. The needle would bend, and the safety cap would not lock in place. Associates and one of the physicians said the needles are quite flimsy, the needle would bend, and the safety cap would not lock in place. One of the associates had a possible needlestick and had to go through the needlestick protocol.